Event description:
The doctor stated that, when the package was opened, it was seen that the product was broken. The same like product was used instead of the broken one.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received from the affiliate indicated the device was not broken into 2 pieces, it was kinked. It was kinked at the distal tip region of the catheter. This was also confirmed in the preliminary analysis of the returned device. Therefore, the reported event does not meet the criteria of a malfunction that requires submission of a 3500a form. No further information is available and no further reports will be submitted regarding this event.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.